Manufacturer narrative:
Analysis of historical records (MFR report 9680825-2021-00027 and 9680825-2021-00028) orthofix srl checked the internal records related to the controls made on the device code 177100 lot 63945 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 22 units. All of them have already been distributed to the market. Orthofix srl checked the internal records related to the controls made on the device code 177120 lot 63940 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 22 devices. All of them have already been distributed to the market. Technical evaluation (MFR report 9680825-2021-00027 and 9680825-2021-00028): the returned devices, received on april 30, 2021, were examined by orthofix srl quality operations department. The devices were subjected to visual and functional check as per orthofix srl specification. The visual check evidenced as follows: the black dot on the device code 177100, used to facilitate the assembly with the code 177120, is still present and clearly visible. Also the white dot on the device code 177120 is still present and clearly visible. The button of the mechanism works properly, the pin can be push down completely the stainless steel stem of the proximal targeting arm was not properly connected with the handle, the attachment nut was untightened. The stem of the proximal targeting arm has been unscrewed completely in order to evaluate the internal surfaces. It was detected presence of residuals. The functional check, performed after the proper reassembling of the devices, did not evidence any anomalies. The devices perform as expected. Medical evaluation (MFR report 9680825-2021-00027 and 9680825-2021-00028): the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this case a patient was being given a tibio-talar-calcaneal arthrodesis with the ahn. When the operation was started it was found to be impossible to assemble the targeting jig. We do not know how far the operation had proceeded, but the surgeon decided that he could not use the ahn kit. A stryker t2 system was available and after a delay of 30 minutes was used to complete the operation. It sounds from the description as though the ahn jig had been damaged. This should have been discovered during the preoperative processing of the instruments. As it happened, an alternative was available but there was a delay of 30 minutes. It seems from the technical analysis that the distal targeting arm was disassembled during processing beyond that advised in the instructions for use pq ahr. It was reassembled incorrectly and would then not function as specified". Conclusions: the results of the technical evaluation evidenced that the returned devices, after a proper reassembling, are functioning as expected. Based on the results of the technical evaluation, which confirmed the devices conformity, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: product codes: 177100 and 177120 (MFR reports 9680825-2021-00027 and 9680825-2021-00028 respectively). Batch number: 63945 and 63940 respectively. Quantity: 1 each. Date of initial surgery: (B)(6) 2021. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the ahn was going to be used for a tibiotalar calcaneal fusion however the distal targeting arm, of the jig, was not locking into the proximal targeting arm. It appeared as though there had been force exerted on one side of the arm as it was not fully engaging and appeared to be sitting to one side." The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device (used a stryker t2 nailing system). The event led to a delay in the duration of the surgical procedure (total delay 30 minutes). An additional surgery was not required. A medical intervention was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Product is available for return. Patient current health conditions: the patient is well and was able to get the relevant procedure completed using an alternative product. Further information received on may 10, 2021: "it was a calcaneal fusion". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (MFR report 9680825-2021-00027): the devices involved in this event have not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (MFR report 9680825-2021-00027): the devices involved in this event have not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the devices concerned. The technical evaluation will be performed as soon as the devices become available. Medical evaluation (MFR report 9680825-2021-00027): the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: product codes: 177100 and 177120 (MFR reports 9680825-2021-00027 ). Batch number: unknown. Quantity: 1 each. Date of initial surgery: (B)(6) 2021. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the ahn was going to be used for a tibiotalar calcaneal fusion however the distal targeting arm, of the jig, was not locking into the proximal targeting arm. It appeared as though there had been force exerted on one side of the arm as it was not fully engaging and appeared to be sitting to one side." The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device (used a stryker t2 nailing system). The event led to a delay in the duration of the surgical procedure (total delay 30 minutes). An additional surgery was not required. A medical intervention was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Product is available for return. Patient current health conditions: the patient is well and was able to get the relevant procedure completed using an alternative product. Manufacturer reference number: (B)(4).